Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The root cause of the access site bleeding was unable to be determined as insufficient clinical details was provided and no product was returned for analysis. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 revised as this information was inadvertently omitted from the previously submitted report. D.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 added code 4627 as it was inadvertently left off the previously submitted manufacture device report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Event description:
The user facility reported a 84-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that there was bleeding around the repo sheath that did not resolve with hours of manual pressure. The impella was removed, and the vessel was closed surgically during emergent coronary artery bypass grafting (CABG). The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿